Event description:
A peritoneal dialysis (pd) patient experienced peritonitis "many times before". The cause of the event, treatment, patient hospitalization, patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.